Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the pawls of the motor device were damaged, the device was overheating, the device failed insertion, locking of the cutter device, and would not hold the cutter securely. Therefore, the reported condition that the device was not working was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported that the motor device was not working. During service and evaluation, it was determined that the pawls of the device were damaged, the device was overheating, the device failed insertion, and locking of the cutter device and would not hold the cutter securely. It was further determined that the device failed pretest for cutter lock assessment, and temperature assessment. It was noted that the noise, rotational and oil leak assessments could not be performed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.